Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient had a break in aseptic technique. This caused peritonitis manifested by abdominal pain and hazy dialysate. The patient was hospitalized for peritonitis. The home patient's retraining on proper aseptic technique was initiated. On an unreported date, the patient was started treatment with amikacin (dose, frequency, and route not reported) for peritonitis. No additional information was available at the time of this report.